Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in use for cardiac arrhythmic diagnosis procedure. The procedure was completed (as planned) by using the wired footswitch. Upon onsite inspection, field service engineer (fse) confirmed that the indicators of the wireless pedal do not light up anymore when it is not charged anymore. But the pedal works. To resolve this issue, fse replaced wireless footswitch and base station. The defective parts were returned to supplier for further analysis. The analysis of wireless footswitch confirmed the malfunction, highlighting the absence of anti-slip features, missing screws on the mounting plate, and a non-blinking battery indicator during charging. While the base station functioned correctly, it was noted that the plastic antenna tube was missing. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using the wired footswitch and there was no impact on the procedure. An update to the instructions for use for charging and handling of the wireless footswitch. The requirement to have the wired footswitch always connected. Therefore, in the sequence of events above indicated, due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code were corrected.

Event description:
It was reported to philips that the wireless footswitch was not working. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.